Event description:
It was reported that the customer needed assistance with changing the infusion set. The customer's blood glucose was 408 mg/dl. The customer stated that she felt slight pain upon insertion and that she would monitor her blood glucose. The customer was able to deliver an 8 unit bolus. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.